Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed and thresholds were acceptable through the device and analyzer. However, a 1560 millisecond pause was detected on the monitor and the lead failed to capture. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.